Event description:
The home patient (hp) contacted baxter regarding low drain volume alarm, which occurred on the homechoice (hc) during the drain cycle (B) (4). On (B) (6) 2010 during a follow up conversation, the nurse reported that the patient was admitted to the hospital for a hernia repair on (B) (6) 2010 and discharged on (B) (6) 2010. During the patient stay in the hospital, the patient developed peritonitis. The patient was seen at the clinic after this event and has recovered.

Manufacturer narrative:
(B) (4). As the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress. A batch review was conducted on lots that had been recently sent to the patient and no issues were found related to the reported condition during the manufacture of those lots.

Event description:
It was reported the pt experienced a shocking or jolting sensation from their device, as well as "spasms" in the device pocket area and legs. It was stated that palpating the area caused the spasms to stop temporarily, but they returned. It was stated the symptoms had been occurring for "several months." Additional information has been requested, a f/u report will be sent if additional information becomes available.